Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 6 infusion set's tubing being kinked between (B)(6) 2024. The iset was in use for 48 hours. The issue was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.